Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was treated with carb intake and glucagon. The customer reported a blood glucose value of 30 mg/dl. It was reported that the customer received a change sensor alert. The event involved product(s) mmt-7040a,mmt-1884l,mmt-431ag,mmt-342. Troubleshooting was partially performed. The customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-431ag. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0872 inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bgs. Confirmed 124 units of normal bolus was delivered on (B)(6) 2025 00:01:00.000. Pump was cut open to perform visual inspection and found dried insulin on motor slide. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. No unexpected alarms/alert/anomalies noted during testing, unable to verify low bgs. No device problem found, however, found dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.